Manufacturer narrative:
Product ID, 3093-28 lot# va011y0, implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient's system was explanted due to an infection. Additional information received approximately 3 weeks later indicated that it was uncertain if a culture was done and the location of the infection was at the pocket site. The patient was reported to be doing well with her therapy. Refer to regulatory report # 3004209178-2013-00430 for additional patient information.